Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, low impedance, high threshold and low sensing were observed on the right atrial lead. The patient remained asymptomatic and would continue to be monitored.

Event description:
New information noted the lead was capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.